Manufacturer narrative:
Combination product: yes.

Event description:
A revision of the lv lead was planned, as it was noticed during follow-up care that stimulation was no longer possible via the lv electrode. After opening the pocket and exposing the unit, the doctor realized that the connector of the lv lead was broken and had come loose from the header. When trying to remove the plug completely from the header, a piece of the electrode had torn off and remained in the header. This meant that the ICD also had to be replaced. Due to the occluded subclavian artery, it was not possible to re-attach the lv electrode. The crt implantation was therefore discontinued and a dual chamber device was implanted. The ra and rv leads were connected to the new device. The lv lead was capped and left in the body.

Manufacturer narrative:
Combination product: yes. Upon receipt, the is4 connector was received for analysis. The lead body was not returned. The analysis showed that the connector pin was found fractured and the conductor coil stretched. The lead was probably subject to excessive mechanical forces as the result of interaction with the generator housing in the implanted state. Subsequent applied tensile stress during the lead removal from the device¿s header might have contributed to the above-mentioned damages. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.